Manufacturer narrative:
Concomitant medical products: en1dr01 ipg, implanted: (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the right atrial (ra) lead on stored egms. Possible mode-switching was observed. The lead remains in use. No patient complications have been reported as a result of this event.